Event description:
The customer reported via phone call that he went low and got into a car accident yesterday due to his blood glucose going low. Customer stated that when the paramedics came, his blood glucose was 29 mg/dl. Customer treated with glucagon. Customer stated that he thinks his sensor was reading 80 mg/dl at that time. Customer was hospitalized on (B)(6) 2015 and was the driver in the accident. Customer's current sensor glucose was 55 mg/dl and blood glucose was 73 mg/dl. Difference between readings was within an acceptable range. Customer stated that he hit a guard rail in the car accident and the pump didn't go into threshold suspend like it was supposed to. Customer stated that he was in the sun exercising and thinks that is why his blood glucose went low. Customer declined troubleshooting because he knows why he was low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.